Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the debridement due to skin contusion and laceration at the distal end of the right middle finger, the suture and needle were broken, after stitching. A new suture was used to complete the procedure. There was no patient injury.